Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination and review of the returned devices, patient x-rays, and medical records confirms the reported matieral fracture. A third party lab conducted metallurgical analysis and confirmed there were no metallurgical or manufacturing anomalies. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The root cause is fatigue. Product problem has not been identified. Based on the performed investigation, the need for corrective action has not been indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Primary bilateral arthroplastic (arthroplastica tatalis coxae bill.-corail) done (B)(6) 2010. After 3 years ((B)(6) 2013.) The patient is back with the pain and the diagnosis is fractura partis femoralis endoprothesis tatalis coxae dex. The patient explained that while he was walking he felt the pain and he fell down. (B)(6) 2013 the rearthroplastica partis femoralis coxae dex (zmr) is done. Confirmed the implant is broken.